Event description:
It was reported that the patient experienced major stomach bleeding while on left ventricular assist device (lvad) support. The patient had to go to the operating room (or) to find the bleeding. The surgeon noted that the bend relief had "partially grown through the diaphragm into the stomach". The stomach was partially removed. The pump was performing well and the patient was recovering well. The patient was placed on the high urgency heart transplant (hu htx) list.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.